Manufacturer narrative:
Comment: the current morphologic and immunohistochemical findings are non specific and there is no evidence of a lymphoproliferative disorder or metastatic carcinoma. The focal non-necrotizing granulomatous inflammation noted may represent a secondary reaction to an underlying infectious process, drug and/or autoimmune disorder. Further clinical and serologic correlation is recommended. Preliminary results discussed with dr. (B)(6) 2013. Pharmacovigilance comment: sanofi-aventis company comment date (B)(4) 2013, and was forwarded to valeant on (B)(4) 2013. Follow up information was received by sanofi-aventis on (B)(4) 2013 and was forwarded to valeant on (B)(4) 2013. Follow up information was received by sanofi-aventis on (B)(4) 2013 and was forwarded to valeant on (B)(4) /2013. Follow up information was received by sanofi-aventis on (B)(4) 2013 and was forwarded to valeant on (B)(4) 2013. Follow up information was received by sanofi-aventis on (B)(4) 2013 and was forwarded to valeant on (B)(4) 2013. Follow up information was received by sanofi-aventis on (B)(4) 2013 and was forwarded to valeant on (B)(4) 2013. Follow up information was received by sanofi-aventis on (B)(4) 2013 and (B)(4) 2013 respectively. Follow up information was received by sanofi-aventis on (B)(4) 2013 and (B)(4) 2013 and was forwarded to valeant on (B)(4) 2013 respectively. Follow up information was received by sanofi-aventis on (B)(4) 2013, (B)(4) 2013 was forwarded to valeant on (B)(4) 2013 respectively. Follow up information was received by valeant on (B)(4) 2013. Pharmacovigilance comment: the events fever, ear ache, sore throat, foreign body reaction, neurologic fatigue were assessed as a non serious, unexpected and possibly related to use of medicinal product. The events, pain was assessed as a non serious, expected and possibly related to use of medicinal product. Granulomatous reaction, infection and exacerbation of autoimmune disorder assessed as serious, unexpected and possibly related. (B)(6) 2013: no change to medical assessments. (B)(6) 2013: no new event added: diaphoresis which is assessed as serious and possibly related. (B)(6) 2013: new event added: oral herpetic ulcers, chills, dry non productive cough assessed as non serious and possibly related. No change to the previous medical assessments and events. (B)(6) 2013: updated info: event pain was changed to pain inn face. No change to the previous medical assessments and events. (B)(6) 2013: no change in the assessment. No new events reported. (B)(6) 2013: no change to medical assessment. (B)(6) 2013: no change to previous medical assessments. (B)(6) 2013: new event added: the event hyperplasia, lymphadenitis and skin disorder assessed as serious and possibly related. However, the pt was on multiple medications which may be contributory. (B)(6) 2013: new event added: diarrhoea assessed as serious and possibly related. (B)(6) 2013: no change to medical assessment. (B)(6) 2013: no change to medical assessment. (B)(6) 2013: no change to medical assessment.

Event description:
This spontaneous case was received on (B)(6) 2013 from a female patient in the form of medical records. The patient had medical history of graves disease (hashimoto's). Breast cancer in 2011, left breast lumpectomy, chronic oral hsv, multiple sclerosis, retinal detachment in 2001, sinusitis, arthritis, optic neuritis, pneumonia, bronchitis, urinary tract infection, fibromyalgia, sciatica and shingles, temporomandibular joint dysfunction, thyroiditis, headache, cataract, chest pain, atypical abdominal pain, trauma, lumbar stenosis, lumbar radiculitis, lumbar spondylolisthesis, change is bowel habit, gastrointestinal spasms, diarrhea, loss of appetite, weight loss, colonoscopy, depression, sacroilitis, feel lump on the throat, include neck fusion in 1991, appendectomy in 1988, tonsillectomy, rhinoplasty. The patient had allergies to keflex, tetracycline, and codeine, left inguinal adenopathy and dcis. In (B)(6) 2007, the patient had a mucogingival area recession. Family history: mother died from congestive heart failure at (B)(6). Father died at age of (B)(6) of lung cancer. One living child, (B)(6) years old. On (B)(6) 2008, the patient had sculptra (poly l-lactic acid) across nasolobial fold for an unknown indication. On(B)(6) /2009, the patient visited the consultant for change in bowel habit, gastrointestinal spasm, diarrhea, loss of appetite, weight loss. It was reported that, because of multiple sclerosis, it was difficult to know whether these symptoms were manifestation of this neurological disorder or another related condition. On (B)(6) 2009, colonoscopy was performed. On (B)(6) 2011, the patient visited a physician for chest pain and atypical abdominal pain. ECG and endoscopy gastrointestinal performed. On (B)(6) 2011, the patient visited physician for oral herpetic ulcers, dry non productive cough, recurrent low grade fevers and chills for a few years. According to patient oral herpetic ulcers, dry non productive cough, recurrent low grade fevers were possibly related to sculptra. On (B)(6) 2012, the patient visited consultant for chief complaint was fevers experienced since 2009. Patient also had diaphoresis. Consultant evaluation was "no evidence for active ID." In (B)(6) 2012, the patient had granulomatous reaction and foreign body reaction after sculptra and biopsy showed extracted of foreign substance reaction. The patient had exacerbation of autoimmune disorder with foreign body reaction occurring on her face occurs at the site of injection. Patient had multiple sclerosis and she stated that she started with injection on 2009, caused immunological firestorm which result in multiple medical issues. On (B)(6) 2013, the patient underwent esophagogastroduodenoscopy and colonoscopy with biopsy. The preoperative diagnosis: the patient complained of chronic mid abdominal pain and severe diarrhea. The diarrhea improved since she treated her candida with a naturalist doctor. The postoperative diagnosis: normal esophagus, normal stomach, normal duodenum, normal terminal ileum. Questionable colon polyp versus normal tissue. Medium sized internal hemorrhoids. Impression: 1: normal esophagogastroduodenoscopy. 2: questionable colon polyp versus normal tissue. 3: normal ileum. The biopsy results were awaited at the time of this report. On (B)(6) 2013, the patient experienced fever feels like burning up and sick, it was reported that fever not co-relation with oral hsv and patient also experienced pain, neurologic fatigue, frequent ear ache and sore throat. On (B)(6) 2013, the patient visited to consultant for the complaint of pain in face. Treatment provided included anti reflux diet, omeprazole. In (B)(6) 2013, the patient had left superficial groin dissection for inguinal adenopathy. On (B)(6) 2013, the patient experienced reactive follicular and interfollicular hyperplasia and non-necrotizing granulomatous lymphadenitis and dermatopathic-type changes. The outcome of the events were unknown. No information about medical evaluation or causality assessment was provided. No further information was provided. Follow-information received (B)(6) 2013: medical history, concomitant medication added. Narrative amended accordingly. Follow-information in the form of medical records was received on (B)(6) 2013: the patients medical history and lab data was updated, new event diaphoresis was added. Narrative amended accordingly. Follow up information received on (B)(6) 2013. Medical and surgical history added, new event: oral herpetic ulcers, chills, dry non productive cough, treatment added. Narrative amended accordingly. Follow up information received on (B)(6) 2013, event pain was changed to pain in face. Narrative amended accordingly. Follow up information received on (B)(6) 2013 and are processed together. Patient medical history and concomitant medication added. Lab test added. Narrative amended accordingly. Follow up information received on (B)(6) 2013 in the form of medical records. Medical history added. Narrative amended accordingly. Follow up information received on (B)(6) 2013 in the form of medical records. Concomitant medication and medical history added. Follow up information received on (B)(6) 2013 in the form of medical records. Medical history added. New event added. Narrative amended accordingly. Follow up information received on (B)(6) 2013 in the form of medical records. Medical history added. New concomitant medication add of aspirin. New event of severe diarrhea added. Procedures of esophagogastroduodenoscopy and colonoscopy were added. Narrative amended accordingly. Follow up information received on (B)(6) 2013 in the form of medical records. No new information concerning the sculptra was added. Follow up information received on (B)(6) 2013 in the form of medical records. No new information concerning the sculptra was added. Follow up information received on (B)(6) 2013 in the form of medical records. No new information concerning the sculptra was added.